Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) was requesting assistance to end therapy due to heater bag becoming disconnected during dwell 1. No alarm had occurred. The hp stated that fluid had leaked onto the floor. The tsr advised hp to start over therapy with new supplies. The hp would start over with new supplies. The hc is operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the separation between the heater bag and heater line. The hp reported that the issue was resolved by starting over with new supplies. The was not sure why the bag had disconnected. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.